Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient is trying to arrange for a manufacturing representative (rep) to be at their upcoming appointment. The patient has a new healthcare provider (hcp) and the new hcp gave her a card for a rep, but when she tried to call it said the number was no longer is service. The patient wants to have someone to come to their pain because her device is not working. The prior to her ins she had been on pain pills for 19 years and does not want to go back on them. Her doctor thinks they may be able to get the ins working or find out what the problem is. The patient said he told her maybe the leads have shifted and wants the system checked by a rep. The patient also noted having to have their ins recharged once at their doctor's office. The patient's device is currently not working and the patient has had their ins turned off and it's been a long time. The patient said the implant worked for a couple years. The patient then said, she started to have severe left hip pain (she had that left hip replaced 3 times). The patient said she kept adjusting her ins higher and higher till finally one night she got up to go to the bathroom, turned it off and the pain disappeared. The patient said her ortho hcp told her to turn it off and that pain went away. The patient said her ins is on her left side and her hip was replaced 3 times on the left side. The patient said since the implant she has had both hips replaced. The patient said the left had to be done 3 times and the right hip was done. The patient also reported since she got her ins she also had to have rod and screws in her back and was doing ok with her back but started having pain again. The patient asked their doctor who put in the ins to take it out, but the doctor did not want too. The patient said in 2011 she had her first left hip surgery in (B)(6). She had to have another hip surgery in the same hip and she went a year with a lot of trouble then in 2013 she had to have the hip done again. The patient said her doctor did the rod and screws in 2015. No further complications were reported. No additional patient symptoms were reported.